Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited inadequate capture thresholds despite multiple positioning attempts. The lv lead was not used and replaced. The patient was in stable condition.